Event description:
It was reported that the perforation was located in the left anterior descending artery (lad) with heavy calcification. The 3.0 x 12 mm graftmaster stent could not cross far enough down the artery to completely cover the perforation. It was implanted, but the perforation was not completely sealed. The 3.0 x 16 mm graftmaster was advanced to treat the remaining area of perforation. However, it could not cross through an unspecified vision stent from a prior procedure and the 3.0 x 12 mm graftmaster stent implanted in the same procedure. The 3.0 x 16 mm graftmaster was not deployed and was removed from the anatomy. The remaining area of perforation was sealed via balloon inflation. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The graftmaster 3.0 x 16 mm is being filed under a separate medwatch report. The graftmaster stent delivery system (sds) was not returned for analysis which may have aided in the evaluation. The inability to cross can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. Failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. During manufacturing, all sds are 100% leak-tested and visually inspected for foil damage and proper placement. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There does not appear to be any indication of a lot specific product quality deficiency.